Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was emitting a constant low tone and then became non-responsive. The ICD was removed. The lead was partially removed and the remainder portion was capped.